Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pacing anomaly and high threshold were observed. The lead was explanted when repositioning was unsuccessful.